Manufacturer narrative:
Internal report reference number: (B)(4). Meter and test strips were not returned for evaluation. Retention testing was performed using test strips from the same lot. Retention strip lot tested within specifications. Most likely underlying root cause: mlc-058: user had an inaccurate reference: self: the person is using themselves as the reference or how they feel at the time they run the blood test. Note: manufacturer contacted customer in a follow-up call on 23-aug-2024 to ensure the replacement products resolved the initial concern, customer stated they are comfortable with the readings from the replacement products.

Event description:
Consumer reported complaint for high blood glucose test results. The customer is concerned with test results from all results obtained. The customer¿s expected blood glucose test result ranges are 168-180 mg/dl am fasting and 160-300 mg/dl pre-lunch fasting. The customer feels well and did not report any symptoms. Medical attention is not reported as a result of the actual blood glucose results. During the call, a back to back blood test was not performed by the customer. The product is stored according to specification in the dining room. The test strip lot manufacturer¿s expiration date is 04/30/2025 and open vial date is 1 week. The meter memory was reviewed for previous test result history: result 1: 358 mg/dl date: 8/8 time: 1:44pm fasting before lunch result 2: 356 mg/dl date: 8/8 time: 10:22am fasting result 3: 265 mg/dl date: 8/7 time: 8:28am fasting result 4: 200 mg/dl date: 8/7 time: 3:30pm fasting 2 hr after lunch result 5: 335 mg/dl date: 8/6 time: 3:06pm fasting 2 hr after lunch result 6: 273 mg/dl date: 8/6 time: 11:06am fasting.